Manufacturer narrative:
Due to character restrictions in block e1 , e1 event site full name is and event site full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) unit beeping non stop. No patient was involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found console removed from cart and both batteries completely discharged. Once cart was reinstalled and cart connected to ac power, the device began charging. No fault codes logged or any power up failure. The fse could not replicate the reported fault reported by the customer. All functional and safety checks performed to meet factory specifications.

Event description:
N/a.